Event description:
During a standard treatment the spray plate of the dental handpiece got loose and fell into patient's mouth. There was no incident to patient, all parts went down the suction hose. Dr. Does not recall the patient name to pull the file, hence not data about patient are available.

Manufacturer narrative:
The analysis of the product did not supply any root cause. The handpiece itself was in normal condition. However, the affected part (the spray plate) was sucked off. It is not available for the evaluation. The last repair of the handpiece was on (B)(6) 2009. The user instruction requests a functional and visual inspection prior to each treatment to ensure that the product is running within specification. Reported due to the two year presumption rule.